Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('device is slightly protruding through the anterior uterine serosa'), pelvic pain ('pelvic pain/chronic') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure (batch no. 789025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included uterine bleeding. Concurrent conditions included drug allergy and rheumatoid arthritis. Concomitant products included abatacept (orencia) since 2012, hydroxychloroquine since 2012, ibuprofen since 2012, methotrexate since 2012 and methylprednisolone (medrol) since 2014. On(B)(6)2011, the patient had essure inserted. In (B)(6)2017, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("abdominal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abdominal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity/allergy"), rheumatoid arthritis (seriousness criterion medically significant) and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full) and salpingectomy(bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the uterine perforation, hypersensitivity, rheumatoid arthritis and fatigue outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, dysmenorrhoea, fatigue, hypersensitivity, menorrhagia, pelvic pain, rheumatoid arthritis, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2012 now it is reported (B)(6)2011 plaintiff received treatment dysmenorrhea, abdominal pain, pelvic pain, chronic pain,menorrhagia, hypersensitivity, rheumatoid arthritis diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2018: result a. Uterus, cervix, and bilateral fallopian tubes, hysterectomy and salpingectomy: cervix: negative for dysplasia or malignancy endometrium: benign proliferative pattern myometrium: adenomyosis serosa: unremarkable fallopian tubes: negative for atypia or malignancy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-feb-2020: concomitant drugs were added. Outcome of event vaginal bleeding was recovered. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('device is slightly protruding through the anterior uterine serosa'), pelvic pain ('pelvic pain/chronic') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure (batch no. 789025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included uterine bleeding. Concurrent conditions included drug allergy and rheumatoid arthritis. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("abdominal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abdominal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity/allergy"), rheumatoid arthritis (seriousness criterion medically significant) and fatigue ("fatigue"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, hypersensitivity, rheumatoid arthritis, fatigue and vaginal haemorrhage outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, fatigue, hypersensitivity, menorrhagia, pelvic pain, rheumatoid arthritis, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2012 now it is reported (B)(6) 2011 plaintiff received treatment dysmenorrhea, abdominal pain, pelvic pain, chronic pain,menorrhagia, hypersensitivity, rheumatoid arthritis diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: result a. Uterus, cervix, and bilateral fallopian tubes, hysterectomy and salpingectomy: cervix: negative for dysplasia or malignancy endometrium: benign proliferative pattern myometrium: adenomyosis serosa: unremarkable fallopian tubes: negative for atypia or malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: correction due to discrepancy between coding action item and match point coder query: the event "device is slightly protruding through the anterior uterine serosa" specified as "essure micro-insert perforated uterus". Pt changed from event "device dislocation" to "uterine perforation". No new follow-up information was received from the reporter. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device is slightly protruding through the anterior uterine serosa'), pelvic pain ('pelvic pain/chronic') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure (batch no: 789025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included uterine bleeding. Concurrent conditions included drug allergy and rheumatoid arthritis. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping"), menorrhagia ("abdominal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding") and vaginal haemorrhage ("abdominal bleeding (vaginal, menorrhagia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity/allergy"), rheumatoid arthritis (seriousness criterion medically significant) and fatigue ("fatigue"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, hypersensitivity, rheumatoid arthritis, fatigue and vaginal haemorrhage outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fatigue, hypersensitivity, menorrhagia, pelvic pain, rheumatoid arthritis and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as on b)(6)2012 now it is reported on (B)(6) 2011. Plaintiff received treatment dysmenorrhea, abdominal pain, pelvic pain, chronic pain,menorrhagia, hypersensitivity, rheumatoid arthritis. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2018: result a. Uterus, cervix, and bilateral fallopian tubes, hysterectomy and salpingectomy: cervix: negative for dysplasia or malignancy. Endometrium: benign proliferative pattern. Myometrium: adenomyosis. Serosa: unremarkable. Fallopian tubes: negative for atypia or malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device is slightly protruding through the anterior uterine serosa'), pelvic pain ('pelvic pain/chronic') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure (batch no. 789025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included uterine bleeding. Concurrent conditions included drug allergy and rheumatoid arthritis. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"), menorrhagia ("abdominal bleeding (vaginal, menorrhagia)/ menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abdominal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity/allergy"), rheumatoid arthritis (seriousness criterion medically significant) and fatigue ("fatigue"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, hypersensitivity, rheumatoid arthritis, fatigue and vaginal haemorrhage outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fatigue, hypersensitivity, menorrhagia, pelvic pain, rheumatoid arthritis and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2012 now it is reported (B)(6) 2011 plaintiff received treatment dysmenorrhea, abdominal pain, pelvic pain, chronic pain,menorrhagia, hypersensitivity, rheumatoid arthritis diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: result a. Uterus, cervix, and bilateral fallopian tubes, hysterectomy and salpingectomy: cervix: negative for dysplasia or malignancy endometrium: benign proliferative pattern myometrium: adenomyosis serosa: unremarkable fallopian tubes: negative for atypia or malignancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs & mr received: lot number, date of removal and events onset date were added. New events device dislocation and vaginal bleeding were added. Reporters and concomitant condition were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity/allergy"), rheumatoid arthritis (seriousness criterion medically significant) and fatigue ("fatigue"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the hypersensitivity, rheumatoid arthritis and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, hypersensitivity, menorrhagia, pelvic pain and rheumatoid arthritis to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2012 now it is reported (B)(6) 2011. Plaintiff received treatment dysmenorrhea, abdominal pain, pelvic pain, chronic pain,menorrhagia, hypersensitivity, rheumatoid arthritis . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received. Injury nos replaced with new event pelvic pain. New events dysmenorrhea, abdominal pain, menorrhagia, hypersensitivity, rheumatoid arthritis, fatigue, she did not undergo essure confirmation test were added. Reporter¿s information, patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.